Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Event and implant dates are approximations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that in (B)(6) 2017, the patient was in the hospital for a brain MRI examination due to brain cysts. According to the report, after the examination, the patient experienced an onset of nausea and vomiting. Reportedly, there was a request to have the pressure of the device adjusted.

Manufacturer narrative:
Additional information received reported there was no allegation a device related issues caused or contributed to the patient¿s symptoms. In addition, there was no allegation the device caused or contributed to the patient¿s brain cysts. According to the report, it was unknown if the symptoms resolved after the pressure level was adjusted.